Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient hadn't charged for over a month prior to (B)(6) 2020 because their equipment was packed away and they didn't have access to the controller or recharger to charge ins or do any troubleshooting. The patient stated in the past 2-3 days they had been experiencing electrical charges and pain at the battery site. The patient noted they typically felt stimulation up and down their legs. No further complications were reported or are anticipated.